Event description:
In late 2008, the pt reported she woke up yesterday with an elevated blood glucose reading of 209 mg/dl, with her normal range being 120 mg/dl. She changed the insulin cartridge of her infusion device and her infusion headset and tubing at noon, and by 3:30pm her reading was 93 mg/dl. At bedtime her reading was 272 mg/dl, and she bolused 2 units of insulin. This morning her reading was 168 mg/dl and she bolused 1 unit of insulin. After giving herself a meal bolus of 5 units for breakfast, the pt's reading at 8:30am was 197 mg/dl which she treated by bolusing 1 unit. At 9am, her reading was 288 mg/dl and she bolused 2.5 units of insulin. By 10:30am, her reading was 312 mg/dl. The pt switched to her backup infusion device and bolused 2.5 units of insulin through the device. Her current reading is 99 mg/dl. During troubleshooting, the patient stated she has a fair amount of scar tissue. She changes her headset every 3 days and her cartridge and tubing every 2 weeks. The pt was advised to change her cartridge and tubing every 6 days. Site rotation was discussed with the pt and a complimentary guide to infusion site management was sent. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.